Event description:
The account alleged that the pt position module local alarm is very low and cannot be hear from outside the room. No injury reported.

Manufacturer narrative:
The account replaced the scale pt position module board to resolve the issue with this bed.